Event description:
It was reported that (2) devices were used during a urological procedure. It was reported by the affiliate that the tvr55 device locked out. Another device was used to complete the case. There was no consequence to the pt.